Event description:
It was reported during routine maintenance conducted by a manufacturer field service technician at the user facility that the tip of the duraguard was bent allowing for a condition where the bur/cutting accessory has the potential to damage the blood vessel or membrane. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event of a bent foot on the duraguard was confirmed by a stryker service technician through visual inspection. Based on the risk documentation a bent duraguard can occur when excessive side load is applied to the feature. Device was placed in parts retention.